Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Referenced report provided to medtronic pos (B)(6) 2020 - forwarded to medtronic 24hr technical support dept / incident date from unknown. Document only/customer declined to report to medtronic 24hr technical support department. Report- malfunctions: battery life diminishing, changes less than every two weeks, rejects new batteries during replacement, crack by battery cap, do not call pt. End report.